Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime/ compromised force sensor test. Unit had motor error stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage found on the case. No motor position encoder error alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor test failure alarm. The blood glucose at the time of the incident was 218 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.